Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump is alarming no disposable alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for a "no disposable alarm" is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.